Manufacturer narrative:
Device was evaluated by third party service center.

Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s touchscreen. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device¿s was recalibrated to address the issue.